Manufacturer narrative:
Analysis was able to confirm the reported error messages. Analysis also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) and the programmer shut down during the error log pull. The micro processor unit (mpu) was replaced and the hard drive was reimaged. Additionally, the programmer failed an incoming test on a thermal sensor; the power supply was replaced. The display flex and low voltage differential signaling (lvds) and printer were replaced as preventative measures. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying a black screen with an error message and would not reset. The programmer was returned for service. There was no patient involvement.